Event description:
This is report 15 of 15. (B)(4). It was reported by the sales rep in france that during a shoulder repair procedure on an unknown date, it was observed that the plastic tip on the expressew iii needle device came off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device was received new in its original sealed primary packaging. Upon visual inspection, it was observed that the needle has no structural anomalies. The white plastic flag was found incorrectly positioned, it is not seated in its corresponding mark on the shaft. The needle was tested on a expressew gun (214140), the needle loading was not possible since the needle groove is not getting completely inside of the deployer mechanism, due to the incorrect position of the white plastic flag. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number; 66169, and no non conformances were identified. Complaints have been filed regarding the expressew iii needle as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. The white flag is used to properly load or unload the needle within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue has been reviewed and a nonconformance was opened to track this failure with the supplier as well an investigation at the escalation board. A deeper investigation will be performed under this action. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.